Event description:
It was reported that during a low anterior resection and ileostomy procedure, the surgeon fired the device across the tissue; he visually inspected the staple line and the anastomosis appeared to leaking due to an incomplete staple line. He used suture to complete the site and secure the staple line that was present. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.